Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had received inappropriate shocks for an atrial tachycardia. It was noted that patient had not been taking his medication. The tachycardia had been resolved with medication, and the patient was discharged without any adverse consequences.